Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/20/2017 that on (B)(6) 2017 , the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a connection loss. The root cause of the connection loss over 3 hours could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a connection loss.